Manufacturer narrative:
H3: analysis of the pump revealed a non-significant anomaly regarding slight damage to the septum material. Analysis noted that the fill septum was tested and no leak was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 5mg/ml and hydromorphone 15mg/ml at 5.163mg/day via an implantable pump. The healthcare provider reported that on tuesday she did a pocket fill during a refill. The patient was feeling out of it. The reporter was from a home infusion company and they have a protocol to remove the drug from the pump and put in saline/ stop pump. Today the 48 hour stop pump alarm went off and now she wanted to program it to minimal rate. The reporter was walked through on how to program the pump out of stopped pump. The issue was resolved.

Event description:
Additional information received from the healthcare provider who reported that the patient had saline in the pump for 8 days running at minimum rate mode. They are filling the pump with medication today with what the patient had previously, dilaudid and bupivacaine at the same concentration and wanted to see if he needed to aspirate catheter or bridge bolus. It was reviewed that he did not have to do either but there will be a 0.048ml gap of medication for the 8 days that the saline infused. The healthcare provider and the patient were aware and okay with this. The healthcare provider stated the patient has oral narcotics. Additional information was received the same day from the healthcare provider who reported that the patient had low oxygen and disorientation and the healthcare provider wanted to program the pump to minimum rate mode. The healthcare provider was provided instructions on how to program pump to minimum rate mode using the clinician tablet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6 update: the type of reportable event has been changed from previously being a reportable malfunction to now a reportable serious injury regarding additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient had an overdose and had to be admitted sometime around (B)(6) 2020 previously reported as (B)(6) 2020. The company representative was at the replacement case today (B)(6) 2021. The healthcare provider wanted to have the pump returned to the manufacturer for analysis. The patient had came in with their pump running at a minimum rate, and today with the replacement pump they started the patient back up at 2 mg/day of hydromorphone (concentration: 15 mg/ml). The company representative was sending the pump back for analysis.